Event description:
It was reported that a complex ventricular tachycardia (vt) ablation was performed on a patient with life-threatening, refractory ventricular tachycardia (vt). After extensive ablation from both endocardial and epicardial approaches, vt remained inducible. The procedure was concluded due to the complexity, procedural duration, and limited additional therapeutic targets. Post-ablation, intracardiac echocardiography (ice) imaging showed a small circumferential pericardial effusion. Hemostasis was achieved using arterial and venous closure devices, and a pericardial drain was left in place. The patient was transferred back to the cardiac intensive care unit (cicu) under ECMO (extracorporeal membrane oxygenation) and bvm (bag-valve-mask) support for continued management under critical conditions. During the patient¿s ten-day hospitalization, repeat echocardiography under full support revealed a severely reduced left ventricular ejection fraction - lvef (15¿20%) with no meaningful cardiac recovery. Additionally, given persistent multi-organ failure, failure to wean from mechanical support, and limited neurologic prognosis, a multidisciplinary team, together with the patient¿s family, elected to withdraw life-sustaining therapy and the patient died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.